Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with : l3-l4 and l4-l5 severe spondylosis with refractory axial and radicular back pain. Lumbar 3-5 spondylosis and foraminal stenosis with compression of the nerve root and underwent the following procedures: l3-l4 and l4-l5 direct lateral extracavity discectomy and interbody fusion using peek, rhbmp-2/acs and putty (rattlesnake-eminent spine). Bilateral l3,l4 and l5 posterior spinal fusion using pedicle screws and rods. Laminectomy, lumbar, anterior/c ssep. As per the operative notes: ¿ an 8 x 22 mm peek interbody spacer was malleted into the l3-l4 disk space. In similar fashion, the l4-l5 disk space was identified and once again whatever little remnant disk material was removed in this area. A 10 mm tls cage was malleted into this l4-l5 region. The bigger dlif cage would not fit in the space. Once both implants were in proper position as confirmed by fluoroscopy, hemostasis was obtained.¿ it was reported that the patient have been disabled since a spine implant date (B)(6) 2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.